Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the microscope head was "sloppy" (wobbly). The customer tightened the screw and it was fine. Procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative tightened the loose screws to resolve the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws. However, how or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).